Event description:
The customer reported the generation of erroneously low sodium (na) patient results and low quality control (qc) on their au680 clinical chemistry analyzer. The customer repeated the samples on another analyzer with higher results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the reference electrode, roller pump tubing, ion selective electrolyte (ise) mix motor and the solenoid valve which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).